Event description:
A user facility reported that the lma-classic had a slow leak from the pilot balloon. The facility stated that this mask was being used on a short case for the first time and they noticed the inflation balloon was flat. There was no airway leak (seal problem) and no problem with oxygen saturation. They added a little air to the lma and the balloon slowly went flat again. As the case was only 15-20 minutes long, and they were not having any trouble maintaining an airway seal, they contributed to use this lma. After the case they found a very small hole in the inflation balloon. It was reported that there was no pt problem or injury. The user facility has returned the lma and the device is currently undergoing eval.